Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that their implant system is not acting right and inquired about their rep. Patient stated that there¿s something wrong for the past 3-4 days, they have felt their heart racing, experienced shaking and jitteriness, and felt weird. They mentioned using their apple watch to monitor their heart rate and blood pressure. Patient stated they checked their monitor and recalled a previous similar feeling when the wires were ¿messed up¿ but they did not know the reason. The patient turned off their stimulator, after which the sensation of being shocked stopped. Patient mentioned they haven¿t had the reason to speak to the rep for a long time. The patient was redirected to their healthcare provider (hcp) regarding the unexpected stimulation but the patient refused and insisted on obtaining the manufacturer representative (rep) information instead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.